Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod between 24 and 36 hours. The patient also mentioned that they have a urinary tract infection. The patient was treated with IV (intravenous) fluids, insulin and antibiotics. The patient was released four or five days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.